Manufacturer narrative:
Follow-up #1 date of submission 05/06/2014-product analysis: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pumps black box revealed no abnormal alarms or issues; a manual time change was observed on 03/14/2014 from 21:50 to 22:50. The basal and bolus history were appropriately reflected in the pump¿s total daily insulin dose history. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A 10u audio bolus and 10u manual bolus were successfully performed during investigation; the boluses were recorded with the appropriate times and order. The pump successfully passed an insulin delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 600 mg/dl with trace ketones. It was reported the patient had no hyperglycemic symptoms. The reporter stated that following the bg excursion, the patient¿s health care provider (hcp) ordered the patient to administer an insulin injection and change the site, infusion set, and insulin cartridge; the hcp also changed the pump¿s basal settings following the bg excursion. It was reported the pump delivered all boluses properly and the pump¿s history indicated no abnormalities in pump function. The reporter indicated an inaccurate time sequence recording of two boluses in the pump¿s history. This complaint is being reported because the patient experienced a hyperglycemic event related to alleged bolus history inaccuracies.